Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient with a history of marfans syndrome was to undergo an elective thoracoabdominal repair of their aorta for chronic type b dissection using deep hypothermic arrest and cardiopulmonary bypass. The physicians approach involved pre-op insertion of a thoracic epidural catheter for post-op analgesia and lumbar spinal drain to monitor cerebrospinal (csf) pressure and spinal cord perfusion pressure. These were done in the sitting position under light sedation. The physician easily accessed the dura at l3/4 with clear csf withdrawing via the needle but was unable to pass the silastic drain catheter beyond the tip of the needle. After several tries, 3 different dural punctures, and much lost csf, they abandoned the case and cancelled the procedure. The patient was discharged home that afternoon; however, the patient developed a severe postural headache, worse with sitting, standing, or walking and relieved with bed rest. After 3 days at home with no improvement, they were re-admitted to the hospital. Internal medicine consult requested a lumbar puncture to exclude meningitis and it was performed by interventional radiology. Two days later, the physician performed an epidural blood patch with significant relief of their headache symptoms, and they were discharged home. Unfortunately, the patient still must return for their aortic surgery with lumbar csf drain insertion. The physician's plan was to wait a minimum of 2 weeks, then have it done by interventional radiology. It was the physicians plan to switch to another manufacturer's catheter that included an insertion stylet to slightly stiffen the catheter and make it easier to pass the tip of the access needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the week of (B)(6) 2018, an anesthesiologist could not advance the catheter so the procedure was canceled. Three days later, the patient returned to the hospital with a severe headache, so a blood patch was performed. The patient was scheduled to return for surgery in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lumbar spinal drain puncture the health care provider (hcp) was unable to thread the drain and several punctures were performed. The patient returned with a clinical diagnosis of a post dural puncture headache. An lp was performed to exclude meningitis. It was then confirmed that the previously reported blood patch relieved the patient's headaches. There are plans to have the patient return for MRI imaging of the thoracolumbar spine prior to the re-scheduled thoracoabdominal aneurysm repair with lumbar drain insertion. It was also confirmed that there were no external factors identified that may have caused or contributed to the event.